Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 442mg/dl at time of incident. Customer also reported that no insulin flow blocked alarm during fill tubing. Customer¿s current blood glucose was413mg/dl and now he rechecked blood glucose that is 330mg/dl. Customer reports insulin exited at the qr. Customer declined to troubleshoot for insulin issues. Insulin flow blocked did not resolved by changing complete set. The product was not returned for analysis.